Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not giving a full basal and then it would shut down, the screen would go blank, and the device would die two days after receiving low battery alarms. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. Troubleshooting was initiated for the blank display. The customer confirmed that the device is often bumped and the reservoir unit was cracked. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery noted. The off no power alarm functioned properly. No basal anomaly noted. No isolation tape damage was noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case, cracked reservoir tube, cracked case at the reservoir tube window corner and missing the end cap sticker.